Event description:
It was reported that while positioning a pt prior to a procedure the table top broke and the pt fell to the floor suffering minor injuries (bruising). The pt was treated on site and the procedure completed at another lab. It was determined that the hcp had helped the pt onto the head end of the table, forward of the metal rails, so that the entire pt weight was forward of the rails. The table top extender was in use at the time. Both labels on the extender and within the operators manual warn the hcp not to allow the pt to set on the head or side of the table top extender.